Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a 14fr emergent coronary interventional procedure. Reportedly, all the deployment steps were completed; however, the device could not close that size of arteriotomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician was aware of the off-label use of the proglide device and is trained in the use of it. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It was indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided and the device was not returned for investigation. Based on the reported information and without the device to examine, a definitive cause for the report of the device not closing the arteriotomy could not be determined.